Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. On february 19, 2026, the recipient reportedly underwent repositioning surgery. The recipient was reactivated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly developed facial twitching after falling 4-5 months ago. The recipient has reportedly continued to experience balance impairment since the initial implant surgery. The recipient will be referred for vestibular therapy following revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. CT scan confirmed electrode migration noting half of the electrodes are out of the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.